Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was replaced. Effective therapy was restored post operative.

Manufacturer narrative:
This ipg serial number was included in multiple field advisories. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient¿s experienced a loss of stimulation despite charging the device daily. To address the issue, the patient may be awaiting surgical intervention.